Manufacturer narrative:
Concomitant medical products: item: 0203151018, catalog #: unicortical screw 5.0, lot #: unk; item: 0203151020, catalog #: unicortical screw 5.0, lot #: unk; item: 0203150028 , catalog #: ncb, screw, 5.0, 28 mm, lot #: unk; item: 0203150030, catalog #: ncb, screw, 5.0, 30 mm, lot #: unk; item: 0203150032 , catalog #: ncb, screw, 5.0, 32 mm, lot #: unk; item: 47223206001, catalog #: ncb, cable button for ncb, lot #: 4501583722. UDI # according (B)(4). The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Photograps and surgery notes were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with ncb, periprosthetic femur plate, proximal, left, 9 holes, 245 mm. Subsequently, the patient underwent a revision surgery due to fracture of the plate and bone non-union.

Manufacturer narrative:
D11 concomitant medical products item# 0203151018, lot #: unk. Unicortical screw 5.0 item# 0203151020, lot #: unk. Unicortical screw 5.0 item# 0203150028, lot #: unk. Ncb, screw, 5.0, 28 mm item# 0203150030, lot #: unk. Ncb, screw, 5.0, 30 mm item# 0203150032, lot #: unk. Ncb, screw, 5.0, 32 mm item# 47223206001, lot #: 4501583722, ncb, cable button for ncb item# 0202263301, lot# 4501922333, ncb, periprosthetic trochanter plate, left, narrow device history record (DHR) was reviewed and no discrepancies were found. No trend considering the following event is identified: fracture. Event summary: it was reported that a female patient was implanted with a 9-hole ncb plate on (B)(6) 2018 and was revised on (B)(6) 2018 due to plate fracture. Review of received data - one intraoperative image from the revision surgery was received for review. - one undated x-ray was received for review - initial pre-surgical consult notes - surgical implant prosthesis records, dated (B)(6) 2018. - surgical implant prosthesis records, dated (B)(6) 2018. Devices analysis - visual examination: a left fractured 9-hole periprosthetic proximal femur plate and a left narrow trochanter plate were received for investigation. The femur plate fractured perpendicular to the plate axis through the mis interface. Therefore, the fracture runs through the most distal screw hole of the most proximal 3-hole pattern and through the screw hole in the middle of the mis interface. The trochanter plate has the two connection screws, which mate the trochanter plate to the ncb plate, in place. Visual examination of the non-bone facing surfaces: the non-bone facing surface of the ncb plate has many point-shaped dark discolorations, especially on the distal part of the fractured plate. Further, many scratches can be found on the distal and even more on the proximal part of the fractured plate. Additionally, a dark marking around the more distal connection screw hole is visible. The visual examination of the threads does not show any conspicuous deformations. The non-bone facing surface of the trochanter plate shows many point-shaped dark discolorations as well,. Only a few light scratches can be found. Further the hex connection of the distal screw is deformed. Visual examination of the bone facing surfaces: on the bone-facing surface water spots can be found on the distal as well as on the proximal part of the fractured ncb plate. Again point-shaped dark spots can be detected, however, only on the distal part of the fractured ncb plate. Two scratch patches can be found, one on the distal part just next to the fractured screw hole and a second one across the small hole of the mis interface. Additionally, some of the screw holes show drill marks. The bone facing surface of the trochanter plate has a distinctive scratch between the two screws, another scratch at the clearance hole and one on the side wall. Otherwise, no further deteriorations detected. Visual examination of the fracture surface: the posterior fracture surface on the distal part of the fractured ncb plate shows beachmarks which indicate a fatigue fracture. The fracture origin is at the thread chamfer on the non-bone facing side. The shiny areas, especially on the anterior fracture surface are polished surfaces. On polished surfaces fracture characteristics can no longer be identified. The posterior fracture surface of the proximal part of the fracture ncb plate shows again beach marks as therefore points towards a fatigue fracture. The fracture origin is again at the thread chamfer of the non-bone facing surface. The fracture surface in the middle and anterior are highly polished. Review of product documentation. The product combination was reviewed using the surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis. Root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting => possible, as signs of notching were found during investigation on the bone facing side of the plate. - loss of fracture reduction before complete bone healing due to loosening of ncb pp implant from the bone due to mechanical forces applied (torsion, bending, possible, as the received x-ray quality is insufficient to interpret whether the device loosened from the bone. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device) not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible, as no signs of corrosion were found during investigation. Breakage of implant due to implant will be implanted against contraindication possible, as no surgical report is available it is unknown whether the patient qualifies for the system. Breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, as the received x-ray quality is insufficient to interpret the device position. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, as the received x-ray quality is insufficient to interpret the device position. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, as a non-union fracture may lead to too many bending cycles. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, as the correct plate placement could not be interpreted based on the given x-ray and information. - breakage of implant due to user perform improper handling of the plate during insertion possible, as no information about the handling of the plate during insertion is given. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, as a non-union fracture may lead to too many bending cycles. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, as no information about the postoperative procedure is given. - breakage of implant due to patient do not follow the postoperative protocol possible, as no information about the patient compliance to postoperative procedure is given. Conclusion summary it was reported that a female patient tripped and fell which led to a periprosthetic fracture of the proximal femur. Following the patient was implanted with a 9-hole ncb plate on (B)(6) 2018. Due to plate fracture the patient had to be revised on (B)(6) 2018. One x-ray was received for review. The x-ray shows just one plane, is undated and of insufficient quality. Nevertheless, the plate, screw, cerclage placement and femur fracture could be vaguely identified. Recognizable is a cementless total hip endoprosthesis and a subtrochanteric femur fracture with occluded fracture course through the prosthesis stem. The trochanter minor fragment without osseous consolidation tendency. The ncb plate is broken between the middle hole of the mis interface and the lowest screw hole of the 3-hole pattern located above the mis interface. At the level of the plate fracture, most likely, undamaged cerclage wires, one on each side of the plate fracture. Recognizable fracture zone of the femur at the level of the plate fracture. In the area of the fracture zone a bone defect without signs of fracture healing. The medially recognizable bending wedge appears devitalized. The received intraoperative image shows the fractured ncb and the trochanter plate with the two connection screws. No other devices were pictured. The fractured ncb plate as well as the trochanter plate were returned for investigation. No other devices such as screws, buttons or cerclage wires were received. The visual examination of the non-bone facing surfaces of the fractured ncb plate as well as of the trochanter plate showed that the returned devices have many scratches. Further, many point-shaped dark spots were identified, which were most likely introduced by contact of the plate with an electrosurgical cutting instrument. The visual examination of the bone facing surfaces showed again multiple point-shaped dark spots and many scratches. Distinctive are the two scratch patches, which were introduced by direct contact of the cerclage wire with the plate. This could have been prevented by placing appropriate spacers. Additionally, some of the screw holes show drill marks. The examination of the fracture surfaces indicates a fatigue fracture with a fracture origin located at the non-bone facing side. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In conclusion, the direct contact of the plate and the two cerclage wires next to the plate fracture is suboptimal. Further, the non-union fracture as well as the bone defect in the area of the femur fracture may have influenced the performance of the nail. Nevertheless, no clear root cause could be identified for the nail fracture. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.